Event description:
The device was received with no info.

Manufacturer narrative:
The analysis found that the 3l5ml device was returned with jaws disengaged from the cam and damaged. The instrument was cycled and ejected the remaining clips due to the jaws' condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.